Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead could not be placed in an appropriate position due to patient anatomy.the lead was explanted. No patient complications were reported as a result of this event.